Manufacturer narrative:
Bottle 4 (ethanol) was removed from the instrument for 20 seconds, 4 seconds; 4 minutes and 19 seconds respectively between 18:38pm and 18:47pm on (B)(4) 2015, in response to information displayed in association with an error code indicating that a protocol could not be scheduled, because the final reagent threshold for ethanol was not met by any of the bottles designated as ethanol. The properties of the reagent station were reset, which sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The instrument logs confirm that a user set the ethanol concentration to the default value of 100% at 18:47pm on (B)(4) 2015. However, the actual ethanol concentration in bottle 4 was only 70% ethanol per information provided by the complainant. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported was a use error, which occurred prior to commencement of the affected protocols. Specifically, the user failed to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris / peloris ll user manual.

Event description:
Leica biosystems received a complaint regarding sub-optimal processing of approximately 20 blocks of large tissue from the 10 hour protocol. The complainant described the affected tissue samples as "over-processed" and that the tissue samples involved in this complaint were re-processed. On-site assessment of the operation and function of the instrument was conducted by a leica field service engineer (fse) on (B)(6) 2015. The laboratory advised the fse that bottles 3 and 4 were designated for 70% ethanol and the laboratory manually replace the reagent in the reagent bottle(s) after re-setting the reagent concentration to the default value of 100% in the instrument software. The fse noted that on (B)(6) 2015, the user attempted to start the run at 06:45pm on (B)(6) 2015, but was prevented by the instrument due to the "type of processing run the customer was attempting to start (10 hour large tissue run)" and that once the user had manually replaced the reagent with 70% ethanol, the user "manually attempted to change the concentration of the bottles to 70%". The fse revised the configuration of the reagent stations such that bottles 3 and 4 were designated for 70% ethanol. The laboratory replaced all the reagent on the instrument at the time of the event and the instrument was found to be operating within specification. On 02 august 2015, leica biosystems received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.